Manufacturer narrative:
Other relevant device(s) are: product ID: xom unk nimintrfc, serial/lot #: no information, product ID: xom unk emg flex, serial/lot #: no information, product ID: xom unk nimelectro, serial/lot #: no information. If information is provided in the future, a supplemental report will be issued.

Event description:
Katrin brauckhoff, renate vik, lorentz sandvik2, john-helge heimdal, turid aas, martin biermann, michael brauckhoff "impact of emg changes in continuous vagal nerve monitoring in high-risk endocrine neck surgery" in world j surg (2016) 40:672680 doi 10.1007/s00268-015-3368-y reported event (s) the study is part of a larger ongoing prospective study on ionm and voice changes during thyroid and parathyroid surgery. The present analysis includes 55 patients. The article reports that one patient male, (B)(6) years old sustained an acute thermal insult on the right side, resulting in permanent palsy (> 6 months), and one patient male, (B)(6) years old who they had to use intermittent nerve stimulation after the continuous intraoperative nerve monitoring malfunctioned, sustained a left sided injury resulting in transient palsy.